Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit repeatedly rebooted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting. A field service engineer (fse) found that the keyboard was intermittently nonfunctional, and the station experienced unexpected shutdowns and reboots. The fse reseated the keyboard connection. The fse inspected the wiring (retractor bands and pyxibus ribbon cables) for any damage that might have caused shorts and led to the station shutdowns and reboots. No damage found. The fse discovered and reinstalled a missing hard drive mount screw that had fallen onto the communication sled and was likely causing electrical shorts. The fse replaced the screw in its proper location. The fse tested the station by opening and firmly closing all drawers multiple times to attempt to reproduce the issue. The station did not reboot unexpectedly. No further reboots observed, and the keyboard passed acceptance testing. The system functioned as intended after the field service engineer repaired the device.